Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer was changing the infusion set and, upon arriving at the stage where she was supposed to see drops at the end of the tubing, the insulin pump alarmed no delivery. The customer's blood glucose was unknown. The customer confirmed that the issue did not result in a serious injury or hospitalization. While troubleshooting, the customer's insulin pump alarmed no delivery during a manual prime. The customer was advised that their insulin pump needed to be replaced. The customer was advised to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no unexpected excessive no delivery alarm. The insulin pump passed prime/a33, excessive no delivery alarm and displacement tests. The insulin pump has minor scratched lcd window and cracked case near the display window corners.